Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event cannot be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject guidewire was used to work with rebar 18 microcatheter to pass the lesion but the subject guidewire was fractured. Additional information provided by the customer indicated that the subject guidewire device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. The subject device was not returned for analysis, however based on the additional information, the patients anatomy was severely tortuous. It is probable that the subject guidewire was fractured as a result of navigating the guidewire through the anatomy. An assignable cause of procedural factors will be assigned to the reported 'guidewire distal tip broken/fractured during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the patient had acute ba (basilar artery) occlusion and dsa (digital subtraction angiography) showed left va (vertebral artery) beginning was tortuous. At distal ba occlusion was found. The distal access catheter was used to access to reach left v4, then the subject guidewire was used with microcatheter to deliver and pass the lesion, but the tip of the subject guidewire was fractured. The fracture was completely removed from the patient body. The subject guidewire was replaced with a new same guidewire and continued the procedure without clinical consequences to the patient. The current condition of the patient is good.

Event description:
It was reported that the patient had acute ba (basilar artery) occlusion and dsa (digital subtraction angiography) showed left va (vertebral artery) beginning was tortuous. At distal ba occlusion was found. The distal access catheter was used to access to reach left v4, then the subject guidewire was used with microcatheter to deliver and pass the lesion, but the tip of the subject guidewire was fractured. The fracture was completely removed from the patient body. The subject guidewire was replaced with a new same guidewire and continued the procedure without clinical consequences to the patient. The current condition of the patient is good.